Event description:
Bullet detached from suture in use. They performed an xray , and the detached piece is still in the patient. They did not retrieve it but informed the patient. No troubleshooting took place. There is no further action.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number and product code was not provided.